Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed.the customer attempted troubleshooting by rebooting the system and performing a storage recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) arrived onsite and discussed the issue with site staff, who advised that access keys for the medication dispensing system were not available and would not be obtainable until a later scheduled refill. The fse proceeded to review the station while onsite by accessing the system configuration page and identified a total failure of auxiliary drawer 3.2. The drawer and cubie status were reviewed using the hardware test application, along with firmware and sensor status, which showed the drawer as open despite being physically closed. Access to the rear of the drawer was obtained with limited space, and internal connections beneath the drawer were inspected and reseated, after which the drawer status correctly changed to closed. Multiple functional tests were performed on the drawer and cubies, during which one cubie pocket was found not to open and was removed for customer replacement. The system was restarted, storage spaces were recovered, and an inventory count was completed by the customer to confirm the unit was functioning properly. The system functioned as intended after field service engineer repaired the device.